Manufacturer narrative:
E1: initial reporter address: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the tubing and catheter connector (patient connector) of the minicap transfer set which resulted in a leak. The patient woke up to an alarm and a wet bed. This was observed during use of the devices peritoneal dialysis therapy. Soap and water was used to clean the set. The patient went to the clinic and had the transfer set replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the patient adapter and the tubing/bushing which would have caused the leak. There were markings inside the tubing indicating the patient adapter was positioned correctly in the tubing. Functional testing including clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; the assembly between the patient adapter and tubing/bushing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.